Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer was unable to duplicate the customer's complaint. All performed tests and calibrations were passed.

Event description:
It was reported that the proportional assist ventilation was autocycling. There is no reported patient harm associated with this event.